Event description:
During incoming inspection the device displayed a "discharge fault" message. Complainant indicated that there was no pt involvement in the reported malfunction. During incoming functional testing at zoll medical's technical service dept, the device displayed a "bridge test failed" message.